Manufacturer narrative:
(B)(4). Date sent: 5/9/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? I certify that all information that are known/available has been disclosed.

Event description:
It was reported that during an unknown surgery, the device had damaged after the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.